Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of image loss. The cause of the reported difficulty was isolated to the ccd unit, which was forwarded to the original equipment MFR (OEM) for further investigation. The device has been serviced and returned to the user facility. If add'l and significant info is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that approx one minute into a single balloon procedure the users experienced a complete loss of image. The procedure was not completed, as the users had to cancel the procedure for unspecified reason. There was no pt injury reported.